Event description:
It was reported that prior to starting a da vinci si thoracoscopy procedure, the surgical staff reported seeing a broke tip and trouble cutting with fenestrated bipolar forceps instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint tip broken is confirmed. One grip is bent, causing side to side misalignment of grips. There is a .127" offset at the tips, indicating overloading at the tip. Electrical continuity passed. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.